Event description:
Reported as "iab rupture with retained iab membrane fragments". The report further states, ""[user]" called to report an iab rupture on (B)(6). During reporting process, fellow noted there was a previous rupture for the same patient via right femoral approach on (B)(6). Iab was removed and not saved for return. The cardiology fellow stated that, upon removal, 'membrane fragments remained in the patient' requiring intervention to remove. No reported injury/deficits to patient. Iab was not saved for return. Patient currently stable awaiting lvad placement. Account was unable to provide further information regarding this incident than what is contained in above report". See associated MDR 3010532612-2026-00384.

Manufacturer narrative:
Qn: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture with retained iab membrane fragments". The report further states, ""[user]" called to report an iab rupture on 3/28. During reporting process, fellow noted there was a previous rupture for the same patient via right femoral approach on 3/26. Iab was removed and not saved for return. The cardiology fellow stated that, upon removal, 'membrane fragments remained in the patient' requiring intervention to remove. No reported injury/deficits to patient. Iab was not saved for return. Patient currently stable awaiting lvad placement. Account was unable to provide further information regarding this incident than what is contained in above report". See associated MDR 3010532612-2026-00384

Manufacturer narrative:
(B)(4).the reported complaint for "iab rupture" is not able to be confirmed. The product was not returned for investigation. No serial number/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.